Event description:
False negative result (s). Did not use, will be returning. My daughter, a principal, was sick. Tested 3 times with same rapid test kit and came up negative. Still sick, was tested by doctor and came up positive! Good thing she didn't go back to work at her school and infect pupils! Plus I paid (B)(6) in january, february price is (B)(6) and not covered by medicare and supplemental ins plan.